Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tnl result from a single patient that was generated by the access 2 instrument. The elevated accu tnl result was 14.00ng/ml. The accu tnl result was reported out of the lab. The customer questioned the elevated accu tnl result and retested the original patient sample, from the primary tube, for accu tnl. The repeated accu tnl result was 0.00ng/ml. The customer poured off the original patient sample into a 2 ml sample cup and retested for accu tnl. The accu tnl result was 0.00ng/ml. The corrected result was reported out of the lab. The customer indicated that there have been no change to patient treatment that can be attributed to this event.